Manufacturer narrative:
Other text: d4: UDI section is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the customer has tried to calibrate the board potentiometers and the device was still alarming. "Overtempts reaching 47.50". No patient involvement.

Manufacturer narrative:
Other, other text: additional information is provided in h.2., and h.6. No product was returned for evaluation. The investigation determined the most probable cause to be due to a faulty main pcb board, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. Service history review identified the complaint was not related to a previous service of the device within the review period. For all enquiries or follow-up questions related to the record, do not use regulatory.(B)(4) located in sections g.1., please direct those to the following: (B)(4).